Event description:
It was reported the patient underwent a tmj procedure. In 2015, the patient underwent a procedure to remove tissue in both jaw joints and extra bone growth in left side with no revision of implants. Subsequently, the patient was revised due to pain, scar tissue. Extra bone growth was also removed during this procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. For scar tissue no problem was identified with the device. A definitive root cause cannot be determined for the other alleged issues. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.